Manufacturer narrative:
The account replaced the brake casters to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the brakes do not hold. No injuries reported.